Event description:
"Unit is heating when used" was stated on the repair order. On follow-up with the hospital, the hospital representative reported that the attachment became hot during a posterior lumber interbody fusion case. The surgeon stopped when it got too hot to hold, then switched attachments to finish the case. There were no pt/user injury.